Manufacturer narrative:
A field service engineer (fse) was dispatched who checked the wash probe assembly due to the noise heard by the customer when it was moving. Fse saw the problem was due to a lot of dirt and excess lubrication. Fse cleaned the assembly by wiping all the dirt off the rod and then re-applied lubricant. The wash assembly now works freely with no noise and the instrument works with no errors. No further action required by the fse. A complaint history review for serial number (B)(4) was conducted from 12-oct-2014 through 12-nov-2015 for similar complaints. There was (1) complaints reported during this time period which were similar to the present issue. The probable cause of the event was a dirty wash probe gear. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 a customer reported that the washer up-down motor was not working with their aia-600ii analyzer. A field service engineer (fse) was dispatched on (B)(6) 2015 to address the reported event, which resulted in delay in reporting of patient results for fsh and lhii. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.